Event description:
It was reported the patient presented in clinic for routine follow up. Post-paced t-wave oversensing was observed. Programming changes were discussed. The device was changed out due to better left ventricular lead measurements. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.